Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient said a few things changed in her personal history and she was getting a medical alert bracelet. Patient was considering what information she was going to put on it and called to confirm no MRI, no metal detectors, wands. Patient did not remember but she had to self-catheterize. The therapy was helping to a point but she had late stage lyme disease that was getting worse. Patient was implanted for retention. Retention was getting worse and worse. She still uses the therapy and without neurostimulator she could not void at all. Ost of the time she had to self-catheterize now. In was noted in 2013, the patient said she did not remember exactly but they will put a new ins (stimulator) in because she had colorectal surgery a couple of years ago. When she had that surgery she lost 15 lbs(pounds) and ins shifted a bit. It was reported that the first ins helped better and this one was not doing as much and they might replace it. Only one program works out of 4 and it had been like this for a while. Additional information received from the consumer reported that the patient had 1 of the lead wires migrate. This happened several years ago. The patient had the lead taken out and a new 1 was put in on (B)(6) 2015. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.